Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 7:45am on (B)(6) 2018, he obtained the unknown error message ¿not enough blood¿. The patient manages his diabetes with insulin which he self-adjusts. He reported that because he was unable to obtain a result, he increased his insulin. He stated that at 8am on (B)(6) 2018, he developed symptoms of ¿shaking, dizzy and tired¿. He indicated that also at 8am, he adjusted (increased) his food intake to treat the symptoms. At the time of troubleshooting, the patient was unable to walk through a retest with the cca as he was driving. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaking, dizzy and tired, after obtaining an unknown error message on the subject meter and administering increased insulin.